Event description:
It was reported that patient presented in remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) went into back up mode due to cyber security software was not updated. Programming changes were made and the device was reset successfully. Patient condition was stable.